Event description:
The customer complained that the pt pendant had an exposed wire.

Manufacturer narrative:
The technician replaced the pt pendant, which resolved the issue. The bed operates normally. (B) (4). This effort will continue until we are current.